Event description:
Related to mfg. Report no. 2183959-2014-00221. It was reported that the patient had a monarc sling implanted. Following the implantation, the patient is complaining of "incontinence and groin/hip pain" and a "small erosion with the monarc" a revision surgery occurred to "figure out the source of her pain." The physician found that the monarc had "migrated back significantly and was able to cut the sling." The patient's incontinence status will be reevaluated in the months to come and the physician will decide on a different sling at that time if needed. No additional patient complications have been reported in relation to this event.